Event description:
The customer reported the power supply clicking and unable to transition from ac to backup battery. The customer reported no patient involvement, no patient harm. The manufacturers product support advised the customer to replace the power supply. The customer reported the device has been removed from service due to cost of repair.

Manufacturer narrative:
MFR service not requested. Customer will not repair the device removed it from service due to cost.